Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va05dpx, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that the device was not working well for her the last 2 weeks. The patient reported that they had 2 urinary tract infections the last two weeks; it was not confirmed by the healthcare professional (hcp) but the patient was going based on past experience and she used cranberry juice for symptoms. The patient tried all her programs and adjusted stimulation up and down. The patient did not feel stimulation. There was no trauma/falls reported that could be related to this issue. The event occurred during use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding the event. If additional information is received, a follow- up report will be sent.